Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 469 mg/dl with no symptoms at the time of the incident. The customer does not know where it¿s leaking from. The customer did troubleshoot the issue. The customer did not return the product back for analysis.